Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a sureform 45 curved-tip stapler instrument and a black sureform 45 reload for failure analysis evaluation. The black sureform 45 reload was returned to isi, attached to the stapler instrument. There was no damage found to the stapler reload. The stapler reload was tested in-house and passed a firing test. The surform 45 stapler instrument was analyzed. A visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two black 45 reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument was fully functional. There was no problem detected. The stapler logs show a sureform 45 curved-tip stapler instrument was installed on the system 5 times and fired 4 sureform 45 reloads (1 green, followed by 3 black). On install 1, the first clamp was aborted by the user. The next clamp was successful, and the firing was completed with no pauses for compression. On installs 2 and 3, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 4, the system failed to detect the reload color, and the user manually selected the black sureform 45 reload via the surgeon side console (ssc) touchpad. The first clamp was successful, and the firing was completed with 1 pause for compression. On install 5, there were 4 incomplete clamp attempts. The 5th clamp was successful, however no firing was attempted. The instrument was then removed and not used again in the procedure. A second sureform 45 curved-tip stapler instrument was used and was installed on the system 6 times and fired 5 black sureform 45 reloads. On install 1, there were 5 incomplete clamp attempts. No firing was attempted. On installs 2, 4, and 6, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 3, the first two clamp attempts were incomplete. The 3rd clamp was successful, and the firing was completed with no pauses for compression. On install 5, the first clamp was successful and the firing was completed with 2 pauses for compression. After the 6th install, the instrument was removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection procedure, tissue was pushed and not properly stapled or cut occurred when a black sureform 45 reload was fired with a sureform 45 curved-tip stapler instrument. It is unclear what surgical intervention, if any, was required due to the event. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.